Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section h6 (health effect impact code and health effect clinical code). Device evaluation: zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including electrical safety testing without duplicating the report. Internal inspection of the device was conducted and passed all criteria. The device was recertified and returned to the customer. Review of the device logs showed no unintended discharges. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the attending nurse was handing the doctor something, reaching above the device, when the nurse received a static shock. Complainant indicated that there was no adverse effect to the patient and the attending nurse's arm had a burning feeling for 30 minutes, was sore, and had a red patch. No further information on the nurse's injury was available.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the attending nurse was handing the doctor something, reaching above the device, when the nurse received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient and the attending nurse's arm had a burning feeling for 30 minutes, was sore, and had a red patch. No further information on the nurse's injury was available.